Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis of the lead ((B)(4)) found the conductors were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to turn the stimulation up or feel stimulation and it was not helping the pain in their left leg. The patient stated that they had previously fallen. The rep said that when the patient¿s battery was interrogated, impedances were high on the 8-15 lead and the battery connectivity was all red. However, when the patient moved in certain positions like lying against the ins, the connectivity had some contacts turn green and the impedances returned to within normal limits. The rep stated that, when in surgery, they placed the lead in a wireless external neurostimulator (wens) and all impedances were out of range on that lead. The hcp decided to explant that lead and reposition the remaining lead. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.